Event description:
While using a byte day aligners, patient reported the upper right tooth is sitting higher that the other teeth and also poking out. The upper left tooth did the same but has mostly resolved. Recommend that patient take a 14 day rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.